Event description:
Update: during posterior lumbar fusion, when the screwdriver was in use the tip of it broke off, this was realized when it was disengaged from the screw which was in situ. When the operating surgeon realized the breakage he was able to visualize this particle in the head of the screw. The particle was retrieved using forceps ¿ no force was required. The procedure was completed using a secondary driver, no adverse consequences to the patient. No delay to procedure.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was report that during a posterior lumbar fusion procedure the tip of the screwdriver fractured. The fractured particle was removed and the procedure was completed using a similar instrument. Patient was fine post procedure. There was no reported adverse event or surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: DHR review could not be conducted due the insufficient information¿s. No further investigation possible as there was no material available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.